Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: during investigation, a review of the black box found partially discharged batteries being installed, which lead to replace battery alarms and low battery warnings. No damage was found to the battery compartment or the returned battery cap. No moisture/corrosion was observed in the battery compartment. The returned battery cap was able to fully tighten to the pump and power it on. Current draws measured were within specifications. The pump¿s cover was removed, and no evidence of moisture or loose components were found inside the pump. A battery life issue was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.